Manufacturer narrative:
(B)(4). Three complaint samples from the same reported product code/lot number were returned to the manufacturing facility for evaluation. It could not be determined which device was the 1st, 2nd or 3rd device described in the complaint reports. The devices were assigned sample 1, sample 2 and sample 3. Below describes the evaluation of sample 3. Please see MDR# 9681834-2015-00207 for evaluation of sample 1 and MDR# 9681834-2015-00208 for evaluation of sample 2. Visual inspection revealed the urethane outer layer had been completely separated from the core wire. The intermediate green tube also had been rolled back, where the core wire and the coil were exposed. Magnification revealed the intermediate green tube had been elongated and rolled back over the wire and the coil inside the intermediate green tube had been fractured and elongated. Electron microscopic inspection revealed no defects. Kink resistance was determined and the outside diameter was measured on the undamaged segments and were found to meet manufacturer specification. A review of the device history record and the product release decision control sheet of the involved product/lot# combination was conducted with no relevant findings. A review of the complaint history files confirmed that the involved product/lot# combination has not been reported previously. There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be determined. The device labeling does address the potential for such an event by stating in the instructions-for-use (IFU) "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire and/or endotherapy accessory and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guide wire could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. It may also damage the endoscope, instrument and/or endotherapy accessory." (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported the outer layer of the vigiglide in question was peeled when the user inserted it into the duodenum to perform endoscopic retrograde cholangiopancreatography (ercp). Follow up communication with the user facility reported the following information: (1) no impact to the patient. Three complaint samples from the same reported product code/lot number were reported. See MDR# 9681834-2015-00207 for the report submitted regarding sample 1. See MDR# 9681834-2015-00208 for the report submitted regarding sample 2.